Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
On (B)(6) 2014 information was received from a representative indicating that the stall did not recover which was why they explanted the pump and returned it. They did not know why the pump stalled. The patient did not have an MRI "or anything".

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery recorded was reported. The motor stall was not caused by patient having MRI or other medical procedure. Per the reporter there was one motor stall in the logs that occurred on (B)(6). The patient was experiencing severe withdrawal and pain. The patient presented to the ER (emergency room) the morning of the report. The patient¿s healthcare provider was several hours away. On (B)(6) 2014 it was reported they planned to treat the patient po meds until replacement could be scheduled. On (B)(6) 2014 the patient was in the hospital and was seeing the managing hcp. The patient was in a lot of pain and went through ¿major withdrawals¿. The logs were read and showed motor stall (B)(6) 2014, stopped pump period may exceed tube set on (B)(6) 2014 at 3:08, and (B)(6) 2014 pump was updated. The pump was explanted (B)(6) 2014. The patient status was noted as ¿recovered after replacing pump¿. The pump was used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.